Event description:
It was reported that a user installed a new freestyle libre 3 plus sensor that was inadvertently paired to the freestyle libre mobile application instead of the ilet mobile app, resulting in the sensor being in use by another device and unavailable to ilet. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no device-related injury. Investigation included complaint review and user troubleshooting with education. Investigation of this case revealed that the system functioned as designed and that incorrect app pairing led to the issue. It was concluded that the event was due to use error, specifically pairing the sensor to a non-ilet application, and that proper corrective action involved deleting the libre app, applying a new sensor, and pairing with the ilet mobile app.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.